Manufacturer narrative:
H.6. Investigation: bd received one hundred and twenty two (122) samples and eleven (11) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for 'scratched tubes, foreign matter (fm) in gel, embedded fm, printing defect, and bubbles in gel' with the incident lot was observed. Bd was able to determine the indicated failure modes are attributed to: 1. Scratched tubes are due to an equipment jam prior to the tube evacuation process with an incomplete purge of affected tubes. 2. The fm in gel appears to be burnt silica (black fm) and caused by inadequate mixing of the gel material (white fm). Additional housekeeping has been implemented in tubes operation. 3. The embedded fm occurs during injection molding start-up with inadequate purging of the line. 4. The defective printing is due to a felt pad dislodging from the labeling equipment. 5. Gel air bubbles occur with inadequate purging of air after gel drum changes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. CAPA#2201538 was initiated.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was air bubbles in the gel, foreign matter in the tube(s) biological and non-biological, and no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: air bubbles ×73, fm in gel x29, defective marking x7, dirty tube x4".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was air bubbles in the gel, foreign matter in the tube(s) biological and non-biological, and no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: air bubbles ×73, fm in gel x29, defective marking x7, dirty tube x4."